Event description:
It was reported that the insulin pump had a crack around the battery compartment, the label with the serial number was loose, and the company logo sticker near the drive support cap had come off. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked case near display window corners and missing end cap sticker noted during visual inspection. The drive support disk was inspected and no anomaly was noted. Peeling address/serial number label noted the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.